Event description:
It was reported that patient had a change in therapy effect. The healthcare provider (hcp) had noticed within the last month or so that the patient was not receiving adequate therapy so a catheter dye study was done on (B)(6) 2013 and they were unable to aspirate through the cap. A catheter revision was to be scheduled within the next 2 weeks. Hcp was to increase oral pain meds for now until the revision. Reporter thought the drug in the pump was dilaudid but was not sure. Per another reporter they were unable to aspirate through the catheter access port (cap) post implant although able to aspirate through the cap once the connection of the catheter and pump were complete during the implant. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
A partial catheter was returned in pieces. Analysis of the proximal catheter body revealed the kink caused the inner lumen to occlude. The pin connector collet was not fully locked in place.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: during the revision the physician tried to get flow by cutting different sections with no result of flow. He disconnected the catheter from the side port and had no flow. He reconnected and was unable to aspirate. The catheter would be returned in pieces. Additionally he left what was remaining in place and capped the distal section. He did this because he did not want to risk a spinal leak. A new catheter was placed. The patient was getting good therapy and doing well. Drug in the pump was confirmed to be prialt 25 mcg/ml at 3.0 mcg/day.